Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.